Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va02cfp, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that the patient had not been able to adjust stimulation. Caller reports display showing "call your doctor" icon. Caller reports a por (power on reset) condition. The message was noticed 4 days ago. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.